Event description:
Caller alleging receiving discrepant correlation inratio values. Inratio value on pt self tester's meter compared to an inratio value obtained on a professional meter (serial no. Unk) belonging to a home health agency, and also to a result obtained by a lab reference system. (B)(6) 2014, home health inratio 1.7 repeat inratio 5.0. Pt self tester inratio (serial no. (B)(4)). Initial inratio 2.6, repeat inratio 3.9, lab inr 4.4. Time between all samples a few minutes of each other. Pt's therapeutic range 2-3.

Manufacturer narrative:
The customer did not provide lot number or return products for investigation. Unable to perform further investigation without add'l info. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.